Manufacturer narrative:
On (B)(4) 2018 haemonetics was made aware of a nexsys pcs 300 device which had experienced thermal decomposition within the device. The defective interconnect pcb was returned to haemonetics and it was confirmed that there was evidence of a burn mark on the compressor connector on the interconnect pcb. Haemonetics was notified that this incident occurred during the power on self test (post) prior to any donor introduction to the system. A hardware component failure will result in the device being unable to complete and pass the post protocols, if a device is unable to pass the post protocols then it will not be possible to initiate any procedures until the device has been repaired and the post passed. The safety tests within the post protocol are designed to prevent any injuries to the donor or device operator in the event of a hardware failure. Haemonetics has sent a replacement interconnect pcb to be installed by the on-site technician. The technician will perform all necessary repairs and will calibrate the device to ensure that all manufacturing specifications are met prior to returning the device to service. There was no report of injury to the device operator and no donor/patient involvement, however haemonetics has previously reported instances of thermal decomposition within a device, as such this incident has been deemed reportable.

Event description:
On (B)(6) 2018 haemonetics was made aware of an incident of thermal decomposition being observed within a nexsys pcs devices, where burn marks were found on the interconnect pcb. The customer reported that this was discovered during device inspection prior to a donor being introduced to the system. There was no donor involved in this incident, no injury was sustained by the device operator.